Event description:
It was reported that the pituitary broke during an unspecified spinal surgery. No patient complications were reported.

Manufacturer narrative:
Additional info: visual, optical and functional evaluation did not identify evidence that would suggest a defect in manufacturing or processing of the instrument. Unable to replicate customer concern; after visual, optical and functional evaluation, the instrument appears to be capable of performing its intended function.

Manufacturer narrative:
(B)(6). (B)(4). Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.